Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the catheter after fixating. The physician was satisfied with the location of the lp and completed the procedure. There were no patient consequences.